Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the surgeon was able to pressed the green button and squeezed the handle but the stapler would not fire. Another device was used to complete the case. There was no patient injury.